Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a chemotherapeutic medication leak from the texium which is bonded to the short IV line and other general occurrences where the texium leaked. In one instance, there was no reported leaking for day 1 and day 2 with a doxorubicin infusion. On day 3 the texium was correctly and securely attached to the IV tubing y-site but leaked. There was no patient harm.

Event description:
The customer reported a chemotherapeutic medication leak from the texium which is bonded to the short IV line and other general occurrences where the texium leaked. In one instance, there was no reported leaking for day 1 and day 2 with a doxorubicin infusion. On day 3 the texium was correctly and securely attached to the IV tubing y-site but leaked. There was no patient harm.